Manufacturer narrative:
The product was investigated in the laboratory of the manufacturer. The product was delivered without the blood outlet connector. The customer described that the outlet connector fell off. The glue that was still visible at the connection was over applied, no air pockets were visible. The glue could be removed in an extensive way and is elastic and flexible. The customer stated that the product was used for training a few months before the failure occured, without the stainless steel retainer clamp maquet was providing users with and which is intended to hold the oxygenator outlet and inlet ports in place. This is an additional protective measure against the possible failure mode. Based on this it was determined that the reported incident is most probably caused by use that is beyond the usage described in our labeling and cleared intended use. The IFU quadrox-ID pediatric g-149 / 70105.0331 is stating: the utilization period for this device is restricted to six hours. The IFU hkh 3571 holding clamp for oxygenator neonatal & pediatric g-264 / 70106.5898 is stating: the purpose of the holding clamp is to hold the connectors "blood inlet" and "blood outlet" of the oxygenator in place and provide an additional safeguard against possible failure. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The device has been received but the investigation has not yet been performed a supplemental medwatch will be submitted when additional information becomes available.

Event description:
It was reported the customers "practice" pump had the outlet port of a pediatric oxygenator fall off. There was no clamp because the circuit is not used for patient use, but rather for training purposes. The product had been used for a few months. There was no patient involvement. (B)(4).